Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "replace vent" error messages. No further information was provided. Complainant indicated that the clinician manually ventilated the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. Extensive testing was performed on the device without observing the customer's report. The device was recertified and returned to the customer. Its important to note that the customer was using 3rd party wye circuits with the device. The wye circuits used during the event were disposed of and not available as part of this investigation. Analysis of reports of this type has not identified an increase in trend.